Event description:
It was reported that the patient contacted technical services (ts) because this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. Technical services (ts) reviewed data from this device and did not found any evidence of beeping, faults or resets earlier that day. During this review, it was also noticed that the estimated remaining battery longevity was slightly lower than expected. As such, data analysis was performed and it was confirmed that the battery appears to be depleting more quickly than expected. A safe replacement window of 90 days was recommended. Ts made the sales representative aware of the results, to let the health care professional (hcp) know about the device replacement window. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient contacted technical services (ts) because this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. Technical services (ts) reviewed data from this device and did not found any evidence of beeping, faults or resets earlier that day. During this review, it was also noted that the estimated remaining battery longevity was slightly lower than expected. As such, data analysis was performed and it was confirmed that the battery appears to be depleting more quickly than expected. A safe replacement window of 90 days was recommended. Ts made the sales representative aware of the results, to let the health care professional (hcp) know about the device replacement window. No adverse patient effects were reported. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Additional information: last name of initial reporter was included in tab e. Initial reporter. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Manufacturer narrative:
Additional information: last name of initial reporter was included in tab e. Initial reporter.

Event description:
It was reported that the patient contacted technical services (ts) because this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. Technical services (ts) reviewed data from this device and did not found any evidence of beeping, faults or resets earlier that day. During this review, it was also noticed that the estimated remaining battery longevity was slightly lower than expected. As such, data analysis was performed and it was confirmed that the battery appears to be depleting more quickly than expected. A safe replacement window of 90 days was recommended. Ts made the sales representative aware of the results, to let the health care professional (hcp) know about the device replacement window. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient contacted technical services (ts) because this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. Technical services (ts) reviewed data from this device and did not found any evidence of beeping, faults or resets earlier that day. During this review, it was also noted that the estimated remaining battery longevity was slightly lower than expected. As such, data analysis was performed and it was confirmed that the battery appears to be depleting more quickly than expected. A safe replacement window of 90 days was recommended. Ts made the sales representative aware of the results, to let the health care professional (hcp) know about the device replacement window. No adverse patient effects were reported. The device remains in service. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Additional information: last name of initial reporter was included in tab e. Initial reporter. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.